Manufacturer narrative:
(B)(4), lot: 16126966 is 07613203015806. The customer's complaint that the tubing separated from the filter could not be confirmed because the product was not returned for failure investigation. The root cause was not identified.

Event description:
The customer reported that the patient noticed that the tubing had separated from the 0.2 micron filter during an infusion. There was no report of patient harm.

Manufacturer narrative:
Additional information received from (B)(4).

Event description:
Received a copy of the medwatch report from FDA, which states "patient went to bathroom via wheelchair during ocrevus infusion, and filter tubing came disconnected at site where filter connects with tubing. New bag of ocrevus had to be produced by infusion pharmacy. Cost is $45k per dose. The next day, another product on same type of tubing was found to be disconnected at the same junction. This was detected during the 2 registered nurse check in medicine room; did not reach patient."

Event description:
The customer reported that the patient noticed that the tubing had separated and leaked from the 0.2micron filter during an infusion.